Event description:
It was reported that the patient underwent an ipg replacement procedure due to charging inefficiency. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.